Event description:
Reportedly, the device was explanted after an implant duration of 174 months and replaced with a valve for unknown reasons. Per the cer: the device was explanted and (B) (4) was implanted as a replacement. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned (discarded).

Manufacturer narrative:
Customer letter not required. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. No additional information is forthcoming. This was determined reportable per edwards lifesciences procedures. Device will not be returned, discarded at hospital.